Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2005, in which a taxus express2 3.5x28mm drug eluting stent was placed in the proximal left anterior descending (lad) artery. The lesion was pre-dilated with a 3.0x15mm maverick balloon. No patient injuries or complications occurred. Patient status post procedure was satisfactory. Medications used during this procedure include; integrilin, nitroglycerin, versed, amiodarone and lasix. In 2006 the patient presented to the emergency department and angiography confirmed a thrombosis in the mid lad. A 2.5x15mm maverick balloon was used initially and timi 1 flow was still noted. At this point the physician placed a taxus express2 3.0x28mm drug eluting stent and post dilated with a maverick 3.5x15mm balloon. No patient injuries or complications were reported. Patient status is satisfactory. Medications used during this procedure include; integrilin, versed, and plavix.

Manufacturer narrative:
The delivery device was discarded by the hospital and the stent remains implanted in the patient, therefore no direct product analysis is available.